Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region. The cause of the reported event was due to external insulation abrasion consistent with friction to the device can.

Event description:
It was reported that, insulation damage was visually observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve this event. The patient was stable.